Event description:
The distributer reported that the device overheated at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The distributer reported that the device overheated at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
D9 has been updated to reflect the receipt of the device at the manufacturing facility for service. Follow-up report submitted to document device evaluation results.